Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: if the device was locked on tissue, how was it removed from the tissue? Was the device locked on tissue? Yes, the device was locked on tissue. We could not tell if it was locked on a vessel at the time. If the device was locked on tissue, how was it removed from the tissue? We opened a second stapler and stapled below the first stapler to ensure the vessel was sealed off. Then both staplers were removed from the port, upon which we checked the first stapler, it did not fully engage and no vessel was found on the stapler. Please explain what is meant by, ¿the device would not fully engage?¿ did the device start to fire and then stop? What I meant by saying that it didn¿t fully engage was that we had the stapler in place and took the safety off, then fired it. It made a firing noise for a second and then stopped. We did not want to pull away not knowing if it had locked on any tissue/vessel. At this time, we believe that the load was not seated properly.

Event description:
It was reported that during an unknown procedure, the device did not fully engage; it could not be unlocked. The surgeon was not sure if the vessel was clamped. The case was completed with another device of the same product code. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the device locked on tissue? If the device was locked on tissue, how was it removed from the tissue? Please explain what is meant by, ¿the device would not fully engage?¿ did the device start to fire and then stop?